Event description:
Customer reported an incident, that occurred during treatment, with a 'general system failure', 8 seconds after an effluent bag full warning. The nurse stated that she pressed 'silent' key and changed the bag. When the nurse looked back at the screen, she saw the 'general system failure' screen. As proposed on the screen, she manually returned the pt's blood. No blood loss reported. Reported machine runtime >400 (h).

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. Gambro renal products has received downloaded machine data files and further investigation into this incident is being conducted. The company is aware of this machine malfunction (general system failure) and is working on corrections. A final report will be submitted once the investigation is concluded.